Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. The replaced computer was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis it was found that the computer was missing dmi data and would not dupe.

Event description:
A medtronic representative reported that the system became unresponsive four times during a case. The site had to perform a manual reboot each time. The last attempt resulted in the screen staying black. The site discontinued use of navigation. There was no patient impact reported and the delay in surgery was 30 minutes. Surgery proceeded as planned.

Manufacturer narrative:
Analysis on the suspect computer for the navigation system was completed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.